Event description:
It was reported that as the retriever was being withdrawn through the clot, the physician experienced resistance and unintended movement of the retriever occurred. The retriever was successfully removed from the patient and the procedure was completed with another device. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The retriever was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Therefore, the root cause of the reported issue cannot be determined. Subject device was disposed.